Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the breath delivery (bd) printed circuit board (pcb), which resolved the reported issue.(B)(4).

Event description:
Covidien received information that ventilator stopped cycling. The malfunction did not occur during patient use.